Event description:
The central station did not alarm for a bradycardia rhythm. The user was at the central station loading paper when the alleged event occurred. The pt was found asystolic. The pt expired.